Event description:
Patient reported the infusion device does not turn on. The infusion device was replaced and returned for evaluation. A preliminary evaluation found a button is flat pressed, and this has caused the other buttons to not function. Additional information will be submitted when the evaluation is complete. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.